Manufacturer narrative:
Ptc investigation result was received on (B)(6) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a technical product issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her coils migrate and puncture her uterus. She stated a hysterectomy was done to remove all the fractured bits of the coils. The reported events were interpreted as uterine perforation and device breakage. Uterine perforation was considered serious due to medical importance and is listed according to essure's reference safety information; while device breakage is non-serious and listed upon receipt of the product technical analysis. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion, migration or occur as a result of a uterine perforation. In this case; limited information was provided. Nevertheless, considering events nature; causality with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and her coils migrate and puncture her uterus. She stated a hysterectomy was done to remove all the fractured bits of the coils. The reported events were interpreted as uterine perforation and device breakage. Uterine perforation was considered serious due to medical importance and is listed according to essure's reference safety information; while device breakage is non-serious and listed upon receipt of the product technical analysis. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion, migration or occur as a result of a uterine perforation. In this case; limited information was provided. Nevertheless, considering events nature; causality with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0438) on 11-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils migrate and puncture uterus.") In an adult female patient who had essure (batch no. 50512912; 882183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: toradol lm 30mg on (B)(6) 2012, betadine on (B)(6) 2012, 200 cc of normal saline on (B)(6) 2012 and polocaine 30 cc on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage ("fractured bits of the coils"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. The reporter commented: the tubal ostia were visualized and were normal and the uterine cavity is normal. Implantations were easy and the total procedure time was 5 minutes. 1 coil was noted on the right side (anchor was visualized and stable) and 3 on the left following implantation. The procedure was quite well tolerated. The 200 cc of saline that was infused was not recovered. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a technical product issue. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible.in summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: reporter, lot number, start date of drug and historical drug were added. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including her coils migrate and puncture her uterus. She stated a hysterectomy was done to remove all the fractured bits of the coils. The reported events were interpreted as uterine perforation and device breakage. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case, the micro-insert was inserted without difficulty. Later, the coils migrated and perforated her uterus. She underwent hysterectomy to remove the coils. Regarding device breakage, breakage of the essure during attempted insertion and difficulty in deployment or detachment can occur, especially in tubal ostia that are more laterally located or in cases of tubal spasm. In this case, implantations were easy and the procedure was quite well tolerated. This case was regarded as incident, since device removal was required. A product technical complaint (ptc) analysis update is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils migrate and puncture uterus.") In an adult female patient who had essure (batch no. 50512912; 882183) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: toradol lm 30mg on (B)(6) 2012, betadine on (B)(6) 2012, 200 cc of normal saline on (B)(6) 2012 and polocaine 30 cc on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage ("fractured bits of the coils"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. The reporter commented: the tubal ostia were visualized and were normal and the uterine cavity is normal. Implantations were easy and the total procedure time was 5 minutes. 1 coil was noted on the right side (anchor was visualized and stable) and 3 on the left following implantation. The procedure was quite well tolerated. 200 cc of saline that was infused was not recovered. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified date in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that her coils migrate and puncture her uterus. She lived with constant stabbing pain for three years until a hysterectomy was done to remove all the fractured bits of the coils. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her coils migrate and puncture her uterus. She stated a hysterectomy was done to remove all the fractured bits of the coils. The reported events were interpreted as uterine perforation and device breakage. Uterine perforation was considered serious due to medical importance and is listed according to essure's reference safety information; while device breakage is non-serious and unlisted. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion, migration or occur as a result of a uterine perforation. In this case; limited information was provided. Nevertheless, considering events nature; causality with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.